Event description:
The customer reported the system shut down after a communication error was displayed. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc coin battery was evaluated and replaced. The bios setting were reset. The voltage on ps1 was readjusted. The system was tested and found to be working as intended and returned to service.